Manufacturer narrative:
Continued from d2b: krd/hcg. Conclusion: the devices were not available for analysis. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The events could not be confirmed without product return for analysis; however, coil stretching, separation and entanglement with previous coils, as well as vasospasm, coil emboli, neurological deficit and stroke are known procedural events that can occur during coil embolization procedures and are listed in the instructions for use. The root cause of the event cannot be conclusively determined; however, procedural and device interaction factors appear to have contributed to the event. The second coil may have become entangled and fixed to the first coil implanted resulting is coil stretching and separation while attempting to withdraw the coil from the aneurysm. This also may have resulted in pulling the previous coil mass into the parent vessel. The vasospasm and thrombosis was most likely related to the foreign material floating within the artery. There is no current safety signal identified related to the reported events based on reviews of complaint histories for the devices. Since there was no evidence to suggest the events were related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report. This is 1 of 2 MDR reports being submitted for this event, with associated report numbers of 2954740-2017-00211 and 2954740-2017-00210.

Event description:
As reported by a physician, during coil embolization of a 5mm (neck 3mm) anterior communicating artery aneurysm, after successful deployment of the first coil, a 4mm x 15cm micrusphere (sph10040020/c31600), an ultipaq 3mm x 8cm (catalog fsr10030820/c27386) mildly bulged into the parent artery. It was decided to withdraw the coil; however, while taking it out, the coil was entangled with the previous coil, stretched and separated with the proximal end seen in the thoracic aorta and the distal end in the aneurysmal cavity, resulting in reduction of blood flow through the artery. While taking out the excelsior sl 10 (1.7f distal end) microcatheter with the coil, the whole coil mass moved and migrated into the parent artery. The attempt to replace the coil mass using a pusher wire and microwire were ineffective. There was partial repositioning by balloon angioplasty with a scepter balloon; however, the coils remained in the patient with the proximal end of the ultipaq floating within the thoracic aorta. When the patient was extubated, she was not able to move her right arm and leg. The patient was re-cannulated and found to have thrombogenic a1 occlusion and was potentially more vulnerable to vasospasm (there was thrombus formation on top of vasospasm). Vasospasm was treated with verapamil, milronone and reopro. There was attempted intervention to retrieve the coils; however, an attempt to re-navigate the left a1/a2 by a microcatheter was associated with spasm that shut down the vessels. The event resulted in severe disability with bilateral aca infarcts and intubation. The patient had initially presented on day 6 of a subarachnoid hemorrhage and headache. Product was not available for analysis.